Manufacturer narrative:
The device is not available.

Event description:
It was reported that during one intracranial atherosclerotic stenosis case a balloon was used to dilate and to deploy the stent (subject device). The patient's vessel was quite tortuous and during the delivery the stent (subject device) was hard to advance. When the operator tried to pull the stent (subject device) back, under the fluoroscopy the operator found the stent (subject device) got separated from the delivery wire. The stent (subject device) was withdrawn together with the balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during one intracranial atherosclerotic stenosis case a balloon was used to dilate and to deploy the stent (subject device). The patient's vessel was quite tortuous and during the delivery the stent (subject device) was hard to advance. When the operator tried to pull the stent (subject device) back, under the fluoroscopy the operator found the stent (subject device) got separated from the delivery wire. The stent (subject device) was withdrawn together with the balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject stent device was returned advanced through a balloon catheter. The introducer sheath was seen to be damaged. The stent delivery wire (sdw) was seen to be broken. The stent was seen to be deformed. During functional inspection the sdw was removed from the balloon catheter with the deployed stent remaining inside the catheter. A patency mandrel was advanced through the balloon catheter in an attempt to push out the deployed stent, but the stent would not budge from the catheter. The catheter was then cut around where the stent was positioned and the deployed stent as well as part of the broken sdw were removed from the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was also reported that the patient¿s anatomy was described as been severely torturous. The device was returned for analysis. The subject stent was returned advanced through a balloon catheter. The sdw was removed from the returned catheter and was found to be broken. The catheter was cut during analysis to remove the deployed stent and the broken segment of the sdw was also removed. The introducer sheath was returned for analysis and found to be damaged. It is probable the tortuous nature of the patient¿s anatomy was a contributing factor to the reported resistance felt while trying to advance the stent and the subsequent premature deployment. The reported events of stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as the analyzed defects sdw broken/fractured during use, stent deployed prematurely during use, stent deformed and stent introducer sheath damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.